Event description:
Sorin group (B)(4) received a report that the arterial pump stopped during set-up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp control panel. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the arterial pump stopped. There was no pt involvement. Sorin group (B)(4) performed functional testing on the control panel for several weeks. The reported problem could not be reproduced. No further action is deemed necessary.